Event description:
It was reported the ez45b was used during a wedge resection. It was reported the safety lockout was activated. Upon removal of the instrument the surgeon said that it had made a small cut but that there were no staples. The bleeding was controlled by suturing and then a new ez45 was opened to complete the case. The rep is returning two reloads, zr45b, with the device. Rep is not sure which reload this happened with. There was no consequence to the pt.